Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was asymptomatic when the cgm displayed 170 mg/dl, but the bg was 40 mg/dl. The patient stated he lost consciousness after he took the bg meter comparison. An unspecified amount of time later, the patient regained consciousness and called 911 with the help of his neighbors. He did not specify the treatment that he or his neighbors used to stabilize his bg, but he was feeling fine by the time ems arrived. Although ems gave no treatment, he was advised to keep monitoring his blood sugar throughout the night. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information was received on 10/07/2022. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2022. Before 12 o'clock midnight, on (B)(6)2022, the values on teh cgm were high and the patient received insulin from his tandem insulin pump and went to bed. Prior to the event he did not experience any symptoms. At around 4:00 am the patient was unconscious, and his wife was unable to wake him, and she called emergency medical services (ems). The cgm values were 170 mg/dl or higher during the night. The bg finger stick values obtained by his wife and paramedics were between 20 mg/dl to 40 mg/dl. He regained consciousness after emergency personnel arrived. He did not specify the treatment that his wife or ems used to stabilize his bg. Although he did not go to the hospital, paramedics remained in the home until his condition stabilized. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d and e zone of the parkes error grid. No additional patient or event information is available.